Manufacturer narrative:
Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. Dc bead with epirubicin is considered off-label use. Concomitant medication: (B)(6) 2017 epirubicin 50mg, (B)(6) 2017 embolization with embosphere (trisacryl gelatin microspheres) - twice.

Event description:
Adverse events:tumour lysis syndrome; blood uric acid increased; international normalised ratio increased; aspartate aminotransferase increased; alanine aminotransferase increased; blood alkaline phosphatase increased; blood lactate dehydrogenase increased; blood lactate dehydrogenase increased; blood lactate dehydrogenase increased; blood potassium increased; blood creatinine increased; human epidermal growth factor receptor increased; blood albumin increased; c-reactive protein increased. (B)(6) 2017: during a close examination for a surgery for rectal cancer at another hospital, computed tomography (CT) and magnetic resonance imaging (MRI) revealed diffuse hepatocellular carcinoma in the bilateral hepatic lobes. Tumour marker test showed afp at 765 and pivka-ii at 9962. Child-pugh score was b (7-8). (B)(6) 2017: hepatic arterial infusion chemotherapy with cisplatin (ia-call) was performed. (B)(6) 2017: hepatic arterial infusion chemotherapy with cisplatin (ia-call) was performed. (B)(6) 2017: based on CT and laboratory data, tumour response was assessed as stable disease (sd) to progressive disease (pd). Tumour marker test showed afp at 982 and pivka-ii at 32710. Child-pugh score was b. Anticoagulant agent: oral xarelto (rivaroxaban). (B)(6) 2017: tace was performed using dc bead (300-500 mcm) 1 vial loaded with 50 mg of epirubicin, followed by embolization with embosphere (trisacryl gelatin microspheres) twice. The amount of embolization material was just enough for disappearance of tumor staining, and thus not excessive. The patient had diffuse hepatocellular carcinoma (hcc), with tumours involving the entire liver. (B)(6) 2017 (2 days after deb-tace intervention): laboratory data showed inr at 1.34, ast at 8683, alt at 6223, alp at 1410, ldh at 7102, k at 5.9, crea at 1.61, egfr at 35, ua at 12.2, alb at 2.1, and crp at 3.8. (B)(6) 2017: uric acid and other levels rapidly increased, suggestive of tumour lysis syndrome. (B)(6) 2017 (4 days after deb-tace intervention): laboratory data showed inr at 2.12, ast at 2059, alt at 3296, alp at 1406, ldh at 1213, k at 5.1, egfr at 20, ua at 8.2, alb at 2.0, and crp at 9.9. (B)(6) 2017: after treatment and others at the internal medicine department, the patient became stable. The patient was recovering from the tumour lysis syndrome. (B)(6) 2017: laboratory data showed inr at 1.21, ast at 125, alt at 178, alp at 665, ldh at 393, k at 4.5, egfr at 52, alb at 2.3, and crp at 5.3. (B)(6) 2017: tumour marker test showed afp at 915 and pivka at 3747. (B)(6) 2017: tumour regression was achieved with tace. However, the hepatic function deteriorated with an increase in child-pugh score to 9b - c from 8b before treatment due to the tumours having involved the entire liver. The renal function improved. Aes: causality (physician). Tumour lysis syndrome: not serious: possibly related. Concomitant diseases: alcoholic cirrhosis. Past medical history: hepatic arterial infusion chemotherapy with cisplatin (ia-call). Concomitant drugs: trisacryl gelatin microspheres, epirubicin. Patient outcome: tumour regression was achieved however the hepatic function deteriorated with an increase in child-pugh score to 9b-c from 8b. Before treatment, however this is due to the tumours involving the entire liver. Renal function improved. Btg comments: multiple patient factors place the patient at high risk for complications associated with tace treatment including tumour. Involvement in >70% pf the liver, having previous intra-arterial systemic treatment, a pretreatment child-pugh score of b7/8. The IFU for dc bead does not recommend treatment in this patient population. The use of epirubicin with dc bead is considered off label use. The patient also received 2 additional doses of emboshere, an additional embolic agent. The portal vein patency is not described. The presence of portal vein tumor thrombosis type ii or iii or IV, may have favoured the observed ae. Liver lysis syndrome (cytolysis of both tumor and non tumoral liver cells) observed is an anticipated adverse event. Btg considered this to be a serious injury as the patient did receive unknown medical intervention and the hospitalization was prolonged. It was not possible to determine to what extent this event is related to dc bead, the epirubicin or the additional embolic therapy in the presence of the patient's pre-existing condition. The IFU for dc bead lists the following as a contraindication: " patients with advanced cellular liver cancers - diffuse cellular liver cancer covering over 50% of the entire liver lobe. Not appropriate for embolisation." The patient presented with the presence of tumor in over 70% of the liver. Based on the information reported, btg is unable to determine to what extent this event is related to dc bead, the epirubicin or the additional embolic therapy in the presence of the patient's pre-existing condition. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. No corrective/preventative action has been identified. Should we receive any information to enable further investigations a follow-up report will be submitted. At this time this report is considered final.